Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a failed battery test alarm and a blank display. Customer stated that the pump won't turn on and it started beeping. Customer changed the battery a few days ago and then received a failed battery test alarm. Customer stated there is a black circle on the pump. Troubleshooting was performed and the customer did not receive a failed battery test alarm. Customer will be sent a battery cap. Customer also stated that the pump was making a noise. Customer reported that he has been hospitalized at least 15-20 times while he has been on the pump in the last 5 years. Customer stated that sometimes he does not go to the hospital but he knows he was in diabetic ketoacidosis. Customer stated that he has retinopathy. Customer's blood glucose was 200 mg/dl. Customer performed troubleshooting and the pump display did return. Customer stated that the pump also passed the self test. Customer was advised to monitor the pump.